Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a revision surgery to replace an iliac screw due to pseudo, the tip of a vitality screw driver broke. There was no reported patient harm or injury.

Manufacturer narrative:
The complaint could not be confirmed for 1 vitality screw driver assembly (pn 731m0000) for the reported failure of the tip of the screw driver breaking. The screw driver could have been worn from repeated use over time and outlived its expected lifecycle. However, as the device was not returned and a lot number was not provided, a definitive root cause of the reported issue could not be determined. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR is unable to be reviewed. No actions are currently recommended. This event is not related to any previous actions. No holds or recalls are associated with this part number. Review of complaint history for pn 731m0000 identified 1 complaint for this part number for the same or a similar issue. This device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that that during a revision surgery to replace an iliac screw due to pseudo, the tip of a vitality screw driver broke. There was no reported patient harm or injury.